Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device not communicating. The customer resolved the issue and the workorder was cancelled. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system device not communicating, station offline and required maintenance. The customer stated that there was no delay to the patient's workflow since they can managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.